Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) lost telemetry when the battery reached recommended replacement time (rrt). The ipg was explanted and replaced. No patient complications have been reported as a result of this event.